Event description:
When stent was placed, the proximal end looked a little deformed and just distally it looked as if the stent were fractured. The physician was alarmed so md over expanded the stent. The stent became more mangled. The final film looked as if the stent had collapsed into a little ball. A wall stent was placed through to make the stricture patent again. Pt later became septic and exsanguinated. The stent causing this is highly unlikely.